Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient's pump had flipped. There were no external factors that led to the event and no diagnostics/troubleshooting were performed. Actions/interventions taken to resolve the event included repositioning and re-anchoring the pump in a pocket revision. The event was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient's pump had flipped. There were no external factors that led to the event and no diagnostics/troubleshooting were performed. Actions/interventions taken to resolve the event included repositioning and re-anchoring the pump in a pocket revision. The event was resolved at the time of the report.